Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling slightly short of breath and lightheaded since device replacement, and questioned if the device had the same programming as the previously implanted device. Follow-up with the physician's office determined that there were no device problems, that the device was programmed the same, and that the patient was put on medication for shortness of breath about eight days after implant. The device remains in use. No further patient complications have been reported as a result of this event.